Event description:
It was reported that a few days after implant the patient with this right atrial (ra) lead presented a lead perforation that was discovered with a cardio thorax scan. The lead was successfully explanted and a passive lead was implanted at the same surgical intervention. The product was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results. Fields b5, h6 and h10 were updated. The product has been received for analysis. The perforation allegation could not confirmed. The continuity testing passed, indicating conductors are intact, and visual inspection revealed no abnormalities other than induced damage. Helix and tip are intact and undamaged. In conclusion, lab observations and field report were insufficient to verify perforation.

Manufacturer narrative:
The product has been received for analysis. If upon the completion of the device analysis any further information is provided, a supplemental report will be created.

Event description:
It was reported that a few days after implant the patient with this right atrial (ra) lead presented a lead perforation that was discovered with a cardio thorax scan. The lead was successfully explanted and a passive lead was implanted at the same surgical intervention.